Event description:
It was reported that there were only 2 alarms appeared on the system controller although multiple alarms recorded on the system monitor. No urgent alarms were recorded but the controller did not show 6 alarms properly. The patient was given a new system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.